Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 was returned to a third-party service center for remediation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed to charge the internal battery. The internal battery was replaced to address the issue. Additionally, not related to the reportable issue, the device failed a test step indicating the device was in ship mode. This issue would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing. In addition, the device was visually inspected and found no evidence of foam degradation.